Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00087 on may 23, 2016. On 06/09/2016. The system inspection did not identify a cause for the discordant results. However, after several parts were replaced, notably the wash separation manifold, the precision on the system improved and there was no further incidence of fliers. While no exact cause can be determined, the wash separation manifold can not be ruled out as the cause of the discordant results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the following parts: probewash asp grounded, probe wash aspirate, main plumbing kit, wash separation manifold, probe plumbing kit, reagent probe, assy 2ml diluter, photon counter pcb and the pmt assembly. The parts were replaced as a preventative measure. The precision was run post service with a patient pool and the results were acceptable. No conclusion can be drawn. The cause for the discordant advia centaur xp troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A falsely elevated high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample when run in duplicate. The patient sample was repeated in duplicate and the results were negative. The negative results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the falsely elevated troponin ultra result.